Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/migration/malposition/device expulsion/ left side migrating towards uterus/location of device: left side/ coils poking uterus on left side') in a 35-year-old female patient who had essure (batch no. D06936) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine. Previously administered products included for an unreported indication: nexplanon. Past adverse reactions to the above products included menorrhagia with nexplanon. Concurrent conditions included urticaria, keratosis pilaris, chronic rhinitis, dermatitis, type 2 diabetes mellitus, obesity, atopic dermatitis and hypothyroidism. Concomitant products included cetirizine from (B)(6) 2019 and metformin from 2013 to 2018. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia) heavy during menses"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("allergic or hypersensitivity reaction"), urinary tract infection ("infection (bladder/urinary tract/vaginal): utis/ bladder or urinary problems or changes frequent uti's") and metrorrhagia ("heavy between menses"). On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced dysgeusia ("dental problems: metal taste in mouth") and tooth loss ("dental problems: teeth wearing down"). On (B)(6) 2018, the patient experienced alopecia ("hormonal changes: hair falling out/ hair loss"), mood swings ("hormonal changes- describe: mood swings") and thyroid disorder ("hormonal changes-describe: thyroid going up and down"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain."), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal): yeast infection"), nausea ("nausea"), allergy to metals ("rashes or skin condition- type: nickel allergy all over"), rash ("nickel allergy rashes"), arthralgia ("joints pain"), adnexa uteri pain ("ovaries pain") and bladder pain ("bladder pain"). The patient was treated with surgery (salpingectomy (bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage, hypersensitivity, alopecia, mood swings, vulvovaginal mycotic infection, urinary tract infection, nausea, thyroid disorder, allergy to metals, dysgeusia, vaginal discharge, fatigue, weight increased, rash, arthralgia, adnexa uteri pain, bladder pain, metrorrhagia and tooth loss outcome was unknown and the dysmenorrhoea, pelvic pain, female sexual dysfunction, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, alopecia, arthralgia, bladder pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hypersensitivity, menorrhagia, metrorrhagia, mood swings, nausea, pelvic pain, rash, thyroid disorder, tooth loss, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: right: 1 coils left: 3 coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Imaging procedure - on (B)(6) 2017: essure confirmation test(s) (unspecified) perforation, migration, malposition. Ultrasound scan vagina - on (B)(6) 2017: results: perforation (other) please describe: coils poking uterus on left side, malposition of essure device, migration of essure device.. Batch no d06936, production date 2014-09-03, expiration date 2017-09-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. New events: abnormal bleeding (vaginal), hormonal changes - describe: thyroid going up and down, mood swings, hair falling out, allergic or hypersensitivity reaction, infection (bladder/urinary tract/vaginal): urinary tract infection's, yeast infection, rashes or skin conditions type: nickel allergy all over, nausea, dental problems: metal taste in mouth, teeth wearing down, rash, vaginal discharge, fatigue, weight gain, joints pain, ovaries pain, bladder pain, metrorrhagia were added. Concomitant drugs, new reporter and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus/migration/malposition/device expulsion') in an adult female patient who had essure (batch no. D06936) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine. Previously administered products included for an unreported indication: nexplanon. Past adverse reactions to the above products included menorrhagia with nexplanon. Concurrent conditions included urticaria, keratosis pilaris, chronic rhinitis, dermatitis, type 2 diabetes mellitus, obesity, atopic dermatitis and hypothyroidism. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic"), female sexual dysfunction ("apareunia,"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain.") And menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (salpingectomy (bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation and menorrhagia outcome was unknown and the dysmenorrhoea, pelvic pain, female sexual dysfunction, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: right: 1 coils left: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Imaging procedure on (B)(6) 2017: essure confirmation test(s) (unspecified) perforation, migration, malposition. Batch no d06936, production date 2014-09-03, expiration date 2017-09-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: fu3 and fu4 processed together: pfs received: event injury was replaced by dysmenorrhea (cramping), apareunia, dyspareunia (painful sexual intercourse), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), expulsion, migration/perforation: uterus added. Quality safety evaluation of ptc added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.